Manufacturer narrative:
The reported event for ineffective therapy was confirmed. The lead was received complete. Microscopic inspection of the lead revealed all wires were broken at 48.3cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Manufacturer report number 1627487-2022-01594. It was reported the patient experienced ineffective stimulation. While explanting the system the physician noticed one of the leads was fractured. Surgical intervention took place wherein the system was explanted. Note: it is unknown which lead is liable.

Manufacturer narrative:
(B)(6). Date of event is estimated.